Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the efficia cr monitor shows audio failure. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Event description:
The customer reported the efficia cr monitor shows audio failure. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.